Manufacturer narrative:
(B)(4). Additional information: were any noises heard such as "whistling" or "hissing"? The surgeon heard hissing from the trocar. If so, did the "noise" prevent insufflation? The surgeon removed it immediately. Was there a drop in pressure? Unk. What was the gas consumption rate or volume (liter/minute)? Unk. Were you able to identify where the leak was coming from? Unk. Was a device inserted in the trocar during the leaking? No. Was any torque being applied to the trocar or device? Unk. The analysis results found that the device (a) was received in good visual condition. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. A leak test was performed and the device was noted to leak during insertion and removal of the test probe through the device. It should be noted that an investigation has been initiated to address the potential root cause of the reported insufflations issues. The batch record was reviewed and no anomalies were noted during the manufacturing process. The analysis results found that the device (b) was received in a good physical condition. Upon evaluation of the device, the duckbill was found to be slightly open at slit. A leak test was performed and the device was noted to leak without  the test probe inserted through the device. A potential cause of this failure is attributed to molding, component transit, bodily fluids or debris from surgery.  As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. However, an investigation has been initiated to address the potential root cause of the insufflations issues. The batch record was reviewed and no anomalies were noted during the manufacturing process. Device b additional information: batch # h92t5a, expiration date: 10/2016, manufacturing date: 11/2011. The analysis results found that devices (c and d) were received in good visual condition. In an attempt to replicate the reported incident, the devices were functionally tested to detect any leaking issues. A leak test was performed and the devices were noted to leak during insertion and removal of the test probe through the devices. It should be noted that an investigation has been initiated to address the potential root cause of the reported insufflations issues. The batch record was reviewed and no anomalies were noted during the manufacturing process. Device c and d additional information: batch # h92r0l, expiration date: 10/2016, manufacturing date: 11/2011.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: multiple request for return of device have been made but no device has been returned.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a cholecystectomy procedure, gas leaked when the trocar was inserted. Another device was used to complete the procedure. There were no adverse consequences for the patient.